Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd¿ blunt filter needle there was an issue with foreign matter. It was reported that "a foreign blue material was found in a patient's eye following an injection for macular degeneration." There was no report of medical intervention.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Investigation conclusion: unable to determine a root cause. Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no.

Event description:
It was reported with the use of the bd blunt filter needle there was an issue with foreign matter. It was reported that "a foreign blue material was found in a patients eye following an injection for macular degeneration." There was no report of medical intervention.